Manufacturer narrative:
The reporter stated the device did not malfunction, that the event was due to a user error, that the ac cord was not fully plugged into ac power and the battery had not been charging. It is unknown if the user re-connected the device to ac power during the reported event.

Event description:
The reporter said the device was used in battery power to attend to a patient in cardiac arrest. According to the reporter, the device failed to deliver energy to the patient and then powered off by itself. The reporter stated that when the user went to obtain another device, the patient had expired.